Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of blank display and failed battery test. The customer's blood glucose level was 26.0 mmol/l at the time of the incident. The customer had symptoms such as headache. The customer treated with the pump and set change. During troubleshoot; it was found that insulin was not being delivered. The product was not returned for analysis.